Manufacturer narrative:
Positive and negative serum controls and positive clinical urine samples performed as expected on retain devices when tested by beckman coulter inc. (Bci). Patient samples and testing devices were not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding a falsely negative (-) test result from the icon 20 hcg test kit. The customer indicated that a patient performed 3 home pregnancy tests and obtained positive (+) results. (Tests name and brand not provided). The patient was tested with the icon 20 hcg test kit and the result was negative (-). (Sample type is unknown). The customer then collected a blood sample from the patient and ran quantitative test and obtained a result of 45mlu/ml. No injury related to this event has been reported. Other confirmatory test was performed.